Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2011-03657 and MFR report # 3005099803-2011-03659). It was reported to boston scientific corporation that two ultraflex tracheobronchial stent systems were used during a bronchoscopy procedure on (B)(6) 2011. According to the complainant, the indication for the stent placement was to treat a tracheoesophageal (te) fistula. During the procedure, the first ultraflex stent (the subject of MFR report # 3005099803-2011-03657) was deployed within the trachea. However, following stent deployment, it was noted that the stent had not fully expanded at the distal end. The green retention suture crossed diagonally over the stent opening and looked like 'a spider's web.' The physician attempted to manipulate the green suture to release it from the middle of the distal stent opening but was unsuccessful. The stent was removed from the patient. A second ultraflex stent (the subject of MFR report # 3005099803-2011-03659) was deployed within the trachea. However, again, following stent deployment, it was noted that the stent had not fully expanded at the distal end. The green retention suture crossed diagonally over the stent opening and looked like 'a spider's web'. The physician cut the suture and removed the stent from the patient. The procedure was not completed as another stent system was not available. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. Reported event of stent failed to fully expand. Reported issue of suture looped. A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A review of the complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The performance of the device was likely limited due to procedural/anatomical factors encountered during the procedure. Therefore, the most probable root cause classification is operational context.